Event description:
A hospital reported to our distributor that two rt040 full face masks 'are apart in the package won't give a good seal'. We believe this to mean that the mask cushion of the rt040 full face mask separated from the mask frame. No pt consequence was reported.

Manufacturer narrative:
This report was prepared by rep. The devices are expected to be returned to fisher & paykel healthcareno - info to date. Results - investigation still underway. Our records indicate that no other complaints of this nature have been received for this lot number. Conclusions - no conclusion can be made at this time.